Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the blue lumen is confirmed, and the cause appears to be use-related. The device returned was found to be one hickman 10 fr triple lumen catheter, with one needleless injection cap. Visual observation found what appeared to be adhesive residue was found on the hubs of all three extension legs. The printing on the blue lumen extension leg was found to be faded in some places. The catheter was apparently in use for some time. There was a long split found on the extension leg just distal to the clamping sleeve. It was s-shaped and mainly longitudinal. Some roughness was found on one of the fracture edges near the middle, as well as a protrusion of material from one side. Tactual evaluation found significant tensile weakness at the split. The catheter leaked from this site when infused. The fracture shape and tensile weakness are consistent with a burst caused by overpressurization. This complaint appears to be use-related. Such overpressurization can occur when using a syringe smaller than 10 ml and by flushing against resistance. The IFU states the following: ¿infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml!¿ a lot history review (lhr) of huar0905 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that a slit was noticed in the blue lumen just distal of the trifurcation. A repair kit was used to fix the catheter. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huar0905 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that a slit was noticed in the blue lumen just distal of the trifurcation. A repair kit was used to fix the catheter. There was no patient injury reported.